Event description:
It was reported that during an implant procedure, a right ventricular (rv) lead was used for left bundle branch area pacing. Despite multiple attempts to position and fixate the rv lead, pacing thresholds remained high and sensing amplitudes were low. Following several repositioning attempts, the helix of the rv lead failed to retract. As a result, the rv lead was not used and was replaced with a new lead. The patient was stable throughout.

Manufacturer narrative:
Information received that the helix failed to extend instead of failed to retract. B5 was updated accordingly.

Event description:
It was reported that during an implant procedure, a right ventricular (rv) lead was used for left bundle branch area pacing. Despite multiple attempts to position and fixate the rv lead, pacing thresholds remained high and sensing amplitudes were low. Following several repositioning attempts, the active fixation helix of the rv lead failed to extend. As a result, the rv lead was not used and was replaced with a new lead. The patient was stable throughout.